Manufacturer narrative:
(B)(4): approximate age of device - 1 year, 5 months. The pump remains in use; however, if a driveline replacement is required at the (B)(6) 2015 evaluation, the replaced portion will be returned for evaluation. The system controller that was exchanged on (B)(6) 2015 was received for analysis on (B)(6) 2015; the evaluation is not complete. The device remains implanted and the patient remains ongoing on vad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2015, during a routine clinic visit, review of the system controller log file noted two recorded pump stoppage events lasting a total of less than 1 minute. Based on the data recorded in the log file, the patient was changing from battery power to the power module when the alarms occurred. The white power cable was connected to the power module and the alarm occurred while the patient was connecting the black power cable. The patient was asymptomatic. During the clinic visit, the health care professionals were unsuccessful in attempting to reproduce the alarms by manipulating the external portion of the driveline and repositioning the patient's abdomen. The submitted x-rays did not indicate any areas of concern on the driveline. The primary and backup system controllers were exchanged and the patient was discharged home. On (B)(6) 2015, a historical system controller log file submitted to the manufacturer's technical service representative for analysis showed that, after the system controllers were exchanged on (B)(6) 2015, multiple low speed advisory alarms and pump stoppage events occurred on (B)(6) 2015. An ungrounded power module patient cable was provided for use while the patient was on power module support. The patient continues to be asymptomatic and will present to the hospital on (B)(6) 2016 for an evaluation and potential repair of the driveline. No further information was provided.

Manufacturer narrative:
The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
It was reported that on 01/06/2016, the manufacturer's technical services representative evaluated the driveline. The electrical continuity test did not reveal any broken wires. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and no further alarms occurred.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the information contained in the submitted system controller log files. Two log files were submitted for evaluation and both captured low speed/flow hazard alarms and pump stoppage events. The events occurred only while the system was connected to the power module. Based on the manufacturer¿s complaint history and similar reported events, the events captured in the log files appeared to be consistent with a compromised wire in the patient¿s driveline; however, no wire compromise was found during the evaluation of the returned portion of the driveline. Approximately 16 inches of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test was conducted on the returned portion of the driveline and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during testing, even with manipulation of the driveline. The shielding and bionate layers of the driveline were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The returned portion of the driveline was submerged in a saline bath for high potential testing to check the resistance of each wire. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. X-ray images of the internal and external portions of the driveline had been submitted prior to the replacement of the external portion of the driveline. The x-ray images appeared unremarkable and did not reveal any obvious areas with potential breakdown of the braided shield. The returned system controller passed functional testing using the manufacturer¿s test equipment and was able to support a mock circulatory loop for an extended period of time without any alarms or events being captured. The returned system controller was found to function as intended. The patient remains ongoing with the implanted device. No further events have been reported since the replacement of the external portion of the driveline. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.